Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed air leaking from the cracks in the bowl of the air inlet filter. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the bowl on the air inlet assembly of the electronic patient gas system (epgs) was leaking. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed air leaking from the cracks in the bowl of the air inlet filter. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.